Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the patient that she has a lot of pain using the spinal pak device. The patient stated it felt like post-op surgery pain. The patient was advised to conduct the timed test and call back if any issues. She contacted the doctor who told her to take it off. The patient wore it for 24 hours and was in severe pain. The patient will call back if there are any issues. The patient stated she does have screws. It was reported by the patient that she started using the unit in the morning, which was days after her surgery. The patient said that she started feeling increased pain in the evening but continued to wear the unit for 4 days. The patient stated she wore the device 24 hours a day. The patient stated that the pain was a 6-8 on a scale of 1 to 10. The patient spoke with the doctor and was told to stop wearing the unit and call the sales representative. The doctor also refilled the patient's oxycodone prescription to treat the increased pain she experienced from the device. The doctor went on to state that the patient may have started treatment with the device too soon after surgery and the increased pain might be caused by that. The patient stated that she only treats at night now, and still feels soreness after treatment but says the soreness is manageable. No additional patient consequences have been reported. Spinalpak was not returned for further evaluation.

Event description:
It was reported by the patient that she has a lot of pain using the spinal pak device. The patient stated it felt like post-op surgery pain. The patient was advised to conduct the timed test and call back if any issues. She contacted the doctor who told her to take it off. The patient wore it for 24 hours and was in severe pain. The patient will call back if there are any issues. The patient stated she does have screws. It was reported by the patient that she started using the unit in the morning, which was days after her surgery. The patient said that she started feeling increased pain in the evening but continued to wear the unit for 4 days. The patient stated she wore the device 24 hours a day. The patient stated that the pain was a 6-8 on a scale of 1 to 10. The patient spoke with the doctor and was told to stop wearing the unit and call the sales representative. The doctor also refilled the patient's oxycodone prescription to treat the increased pain she experienced from the device. The doctor went on to state that the patient may have started treatment with the device too soon after surgery and the increased pain might be caused by that. The patient stated that she only treats at night now, and still feels soreness after treatment but says the soreness is manageable.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in february 2023. Medical product: unknown . Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.